Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: two recanalization catheters were returned with one unknown 014" guidewire. One of the returned catheters was not evaluated as no deficiency was alleged with the device. The second catheter was evaluated and visual inspection found the outer catheter to be torn, a portion of guidewire in the catheter, and the outer catheter to be separating from the distal tip of the device. Due to the returned sample condition, functional testing of the device could not be performed. The investigation can be confirmed for the alleged incompatibility issues due to the portion of guidewire returned in the device. Also, based on the returned sample condition, the investigation can be confirmed for the torn material on the outer catheter and the separating of material at the distal tip. Per the evaluation results, the outer catheter of the device was found torn and punctured at the location of the broken guidewire. Therefore, the incompatibility issue most likely contributed to the outer catheter deficiencies. However, the definitive root cause of the incompatibility issues and separation of material at the distal tip are unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly would not load onto the guidewire. It was further reported that the health care provider allegedly applied additional force which resulted in the guidewire breaking. Reportedly, both segments of the guidewire remained within the recanalization catheter and were removed from the patient with the catheter at the end of the procedure. The health care provider used a balloon catheter to complete the procedure. There was no reported patient injury.